Event description:
The following is based off a review of the patient's medical records provided by davol by the patient's attorney: on (B)(6) 2009, the patient underwent robotic-assisted vaginal sacrocolpopexy, enterocele repair and rectocele repair with implant of the bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through d. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.